Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI ultra slimport with 6f chronoflex catheter. Catheter was attached to the port stem under a catheter lock. It was noted that the catheter lock appeared to be not seated correctly. Excessive blood and residue were noted throughout the sample. The returned sample was not patent to infusion or aspiration. Based on this finding, the investigation is confirmed for the reported failure to infuse. Per the evaluation results, excessive levels of blood and residue were noted on the returned sample. Additionally, it was noted that the catheter lock appeared to be not seated correctly. Therefore, it is possible that issues during use contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the clinician felt resistance when flushing and blood return could not be confirmed. The port was removed and another device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the clinician felt resistance when flushing and blood return could not be confirmed. The port was removed and another device was placed. There was no reported patient injury.